Manufacturer narrative:
Concomitant products: product ID: 3093-28, lot# v308477, implanted: (B)(6) 2011, product type: lead. (B)(4).

Event description:
A patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation reported that following a pregnancy the patients "two leads went bad." The patient stated that she was originally implanted because her bladder would not empty like it is supposed to, but after the pregnancy "it never worked the same." Patient reported that she was implanted in (B)(6) 2011 and became pregnant in (B)(6) 2011. Additionally the patient noted that stimulation would just curl her toes under and she could not release them. The patient stated that she was "adjusted twice" but the issue did not resolve. The patient inquired if the ins alone could be replaced and was redirected to follow-up with a neurosurgeon for information on her inquiry. Patient status is not known at the time of this report.

Event description:
Additional information received from the patient indicated that they saw an healthcare provider (hcp) in (B)(6) 2011 and by another hcp in 2012. The hcps both made programming adjustments. It was noted that the hcp adjusted it twice with no help. The hcp refused to remove it because of the risk of infection and they weren't sure of the exact placement that worked before. It was noted that the patient contact a hcp office about getting the device removed. The patient's device had been turned off since 2013. They had "tried a few times" since, and they still had to catheterize. They stated that after the toe curling, their toes on their right leg continued to feel hot and burn. They also felt shocking and pain around metal detectors and invisible dog fences even though the device was off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.